Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the physician was unable to remove the lead form the device. The physician forcefully pulled the lead from the header, resulting in insulation damage. The high voltage portions of the lead remained in use.